Manufacturer narrative:
This report is being submitted as follow up no. 1 to cancel the initial report that was submitted on 5/8/2017. MDR no. 2243441-2017-00018 is a duplicate report to MDR 2243441-2017-00029 that was submitted on 5/10/2017.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the involved angio-seal device failed to deploy. The following information was provided by the user facility: (1) an 6fr angio-seal evolution failed to deploy post procedure in the right femoral artery; (2) when advanced, the deployment system then pulled back, the mechanism failed to deploy and the whole evolution system came out of femoral artery; (3) digital pressure was applied to site; (4) no hematoma or complications where noted following the angio-seal failure; and (5) there was no known impact to the patient.